Manufacturer narrative:
Additional information has been requested and is currently not available. No trend analysis could be performed as no specific event information is available. Event summary: patient underwent primary surgery with unknown mom hip implants, and pursuing legal claim due to unknown reasons. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; therefore the condition of the component(s) is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Conclusion summary: as the problem experienced by the patient as well as the product implanted is unknown and no other information is available it is impossible to perform a detailed analysis of the reported event. Therefore, an exact root cause cannot be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted an unknown mom hip implant on an unknown side on an unknown date. Currently, no further information is available.